Event description:
Meter name: basic. Strip name: one touch. Meter code: 6. Strip code: 6. Strip storage: stored properly. Symptoms: buzzing of ears. A patient reported has not been able to use meter for 2 weeks. Their meter allegedly would read inaccurately low and would only prompt message insert strip. The result on their meter was last noted result 25mg/dl yesterday. Treatment was: not treated. No further information has been reported.